Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath could not be aspirated. During a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. After removing the dilator and wire, the sheath could not be aspirated. The position of the sheath was checked with fluoroscopic imaging, but the sheath still could not be aspirated. The sheath was replaced, and the procedure was completed without patient complications. The sheath is not expected to return for analysis as it was disposed.